Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that not able to find the key to the IV kit and refrigerator. A technical support specialist found that the client had the names of item wrong, once the right names were typed in the keys were visible and then it was able to access. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank the user was unable to find key for IV and fridge item. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.